Event description:
Information received indicates the left side rail does not stay in the upper position.

Manufacturer narrative:
The facilities maintenance installed a new side rail to repair the bed.